Manufacturer narrative:
(B)(4). The treating center confirmed that the patient was diagnosed with a deep incisional infection, which was positive for staphylococcus. Treatment included the replacement of the rns neurostimulator and six weeks of IV antibiotics.

Event description:
Additional information provided by the treating center.

Manufacturer narrative:
(B)(4).

Event description:
The treating center reported that the rns neurostimulator was replaced as part of the treatment for an infection. Additional details were not provided by the treating center.